Manufacturer narrative:
The (B)(6) 2020 pump exchange was reported in MFR. Report #2916596-2020-04050 and the (B)(6)2019 admission was reported in MFR. Report #2916596-2020-04318. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced chronic driveline site infections and multiple courses of oral and IV antibiotics. Due to the infection the patient had two excision and debridement procedures of her driveline exit site. First occurred on (B)(6) 2019, second (B)(6) 2019. Pseudomonas aeruginosa have been determined the agent of infection. Patient was treated with insertion of ventricular assist device implantable incorporeal sing ventricle pump exchange on (B)(6) 2020 via left thorcotomy. Patient was discharged home with home health care (B)(6) 2020. The device will not be returned for evaluation.

Manufacturer narrative:
Section h4: corrected data. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.